Event description:
A medtronic rep reported that the site put the threads of the taps into vice grips and damaged the threads. They were trying to remove bone from the tap. This was not discovered during a case, and there was no pt present.

Manufacturer narrative:
No pt was involved in this concern. The initial report was received on (B)(4) 2010 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on (B)(4) 2011. This prompted a retrospective review of similar incidents from the past two yrs which resulted in the decision to file on this case. Although there was no pt present, there was a potential risk of pt harm should the surgical instrument be re-used after inadequate cleaning. Device manufacture date was unk at the time of this retrospective report as no lot number was provided. The device was not returned to the MFR. A replacement was sent to the site to resolve the issue.